Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately calcified lesion. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. An attempt was made to advance the stent to the lesion, it wouldn't go. They removed the stent and then tried again, however it still wouldn't go. Upon removal they noticed a strut that was lifted. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th and 33rd distal stent wraps with struts raised. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.